Manufacturer narrative:
This report is being submitted to provide additional information in d8/d9, g3, h10, and updated information in g1. Updated investigation summary: complaint not confirmed, no evidence was found that may have contributed to the event. During the revision surgery the surgeon chose to also remove this device due to loosening on the implants. The most likely cause is the patient specific event.

Event description:
It was reported by the sales rep that a revision total knee procedure took place on (B)(6) 2021. The reason for the revision was due to tibial loosening. The following arthrex products were explanted during this surgery ar-5030pslf, lot: 108761213; ar-503-tttd, lot: 108761149; ar-503-bd08, lot: 113601218. Once the devices were explanted, the surgeon performed a metacta hinged total knee procedure. The sales rep reported that they cannot confirm the part and lot numbers of the arthrex product implanted during the revision surgery. The sales rep stated that the procedure was successful without any product malfunctions. The primary procedure took place on (B)(6) 2013. The sales rep reported that it cannot be confirmed the place where the primary procedure was performed. The primary procedure was performed by a different surgeon. The explanted arthrex devices will be returned for evaluation.

Manufacturer narrative:
Complaint not confirmed, no evidence was found that may have contributed to the event. During the revision surgery the surgeon chose to also remove this device.